Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary synthes service and repair evaluation: it was reported that tensioner - cable got stuck in the channel of it. The repair technician reported that the cable is stuck inside of the device and pieces are missing from the cable. The cause of the issue is unknown. The item was sent to the vendor for repair and was not able to be repaired. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation was performed by the manufacturer/supplier: rti. Reference pi attachment "report summary (B)(4)". Flow: device interaction/functional. Visual inspection: initial quality inspections by rti observed a cable stuck within the tensioner. The tensioner passed functional testing after removal of the cable; no issues were observed with the cable. The cable was cut as intended during the surgical event; this is not considered a malfunction or defect of the device. Reference (B)(4) for tensioner's investigation. Due to the state of the used, cut, unknown wire, no further investigation, such as functional testing, dimensional inspection, or document review, could be performed. Conclusion: the complaint was confirmed during investigation. No manufacturing or design issues were identified during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - cable/wire trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the cable tensioner got stuck in the channel of it. Procedure was successfully completed. There was no patient consequence. This complaint involves two (2) device. This is 2 of 2 for report (B)(4).